Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of call was 276mg/dl. The mother stated that the customer's high glucose was due to lack of knowledge and malfunctioning of the insulin pump. It was stated that the customer recently was in an accident, and she is in a lot of pain while on the call. The mother stated that the battery compartment is stripped. Advised the mother to discontinue use of the insulin pump and revert to a back up plan. No further information was provided.